Event description:
New information received indicated that the rv lead was explanted due to previous reported noise, elevated capture threshold and high pacing impedance. Patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the right ventricular (rv) lead was exhibiting high lead impedance, increased thresholds and noise oversensing. It was also noted that the lead impedance had started fluctuating recently. The physician elected to disable therapies. No patient symptoms or additional information was reported.